Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. It was further reported that the leak occurred while the lines were all connected, but the exact location could not be identified. This occurred before use for automated peritoneal dialysis therapy. The cassette and the solution bags were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.